Manufacturer narrative:
7/24/1998: h6 - final device analysis revealed no device failure, no anomaly found.

Event description:
Explanted device returned with comment that infection necessitated removal of device. Device is presently in analysis at MFR. Follow-up letter will be sent to health care provider for further info on this event.